Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a detached needle. Functional testing found the tip of the electrode to be completely severed from the device. The device was unable to detect temperature. The resistance was unable to measured without the tip of the needle. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to the device being dropped/mishandled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation of liver tumor, the radio frequency needle was broken and no parts were completely detached. A new device was used to complete the procedure. There was no patient injury.